Event description:
It was reported that unknown solution was observed to have leaked inside the housing of a two day infusor during filling. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured june 7, 2013 ¿ june 10, 2013. Evaluation summary: the device was received for evaluation. Visual inspection noted fluid inside the housing. A functional leak test was performed by filling the device with water. During fill, a leak was observed from the reservoir. Further visual inspection revealed that the reservoir was ruptured. The reported condition was confirmed. The cause of the ruptured reservoir was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.